Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) that was detected via the patient¿s remote monitoring system. Furthermore, noise with pacing inhibition was also observed on this rv lead. The patient was not pacemaker dependent. Additional information obtained indicated that there have been no changes to the patient¿s system. Noise was suspected to be due to electromagnetic interference (emi). The patient was asymptomatic during the pacing inhibition and there was no report of asystole. The lead remains in service. No adverse patient effects were reported. Additional information was received indicating that three years later, low oor pli measurements continue to be observed. No adverse patient effects were reported.

Event description:
Additional information was received indicating this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the patient was brought in for follow-up check and impedance measurement increased to 400 ohms. No further testing was done. The patient will be monitored continuously through the remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 112 millimeters (mm) from the terminal pin, only the proximal segment was returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.